Event description:
Customer requested maintenance. Fse found r/min exceeded limits, found normal fluoro limit 10.4 r/min and hlf measured 20.66. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system during a customer requested pm and adjusted max fluoro output and verified normal limit now 8.88 r/min and hlf limit at 16.83 r/min. System operates as intended.